Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial tachycardia. The device was reprogrammed and further programming suggestions were requested to technical services (ts). The ICD remains in service. No additional adverse patient effects were reported.